Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were sticking and unresponsive. In a follow up contact a second reporter clarified that the pump buttons were sticking and scrolling after the buttons were released. The reporter also stated that at other times the buttons required multiple presses to respond. The reporter confirmed that the buttons were intact but the buttons felt softer than usual. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn at the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were intermittently unresponsive and required excessive force to elicit a response. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.